Event description:
It was reported to resmed that a patient using a mirage liberty full face mask required gum grafts to repair receding gums. It was alleged that the resmed mask contributed to the gum recession. Reference MFR # 3004604967-2015-00146.